Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose. The customer reported their blood glucose rising to 625 mg/dl and later declining to 31 mg/dl and 52 mg/dl. The customer was able to lower their blood glucose with a manual injection. Customer declined to be transferred to the helpline. The customer declined to return the insulin pump for analysis.